Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. There was no material missing from the insulation, however, the wire was exposed. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (part# 471205-17 / lot# n11210104 / sequence# 0281) associated with this event has been performed. Per this review of the logs, the instrument was last used on 10-may-2021 on system serial# (B)(4) with 4 uses remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event; however, failure analysis identified conductor wire damage with exposed wires, with no evidence of user mishandling or misuse. In addition the electrical continuity test passed. The damaged conductor wire has potential for electrical discharge to the patient's tissue at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after the da vinci-assisted surgical procedure, the wires of the fenestrated bipolar forceps instrument were fraying. The procedure was completed with a backup instrument with no known harm to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.